Manufacturer narrative:
(B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: could you please confirm what was found in the needle? No further information is available. Please clarify if it was found foreign matter biological (hair, nail, insect, etc)? Please confirm no further information is available. What was used to complete the procedure? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2022 and suture was used. When the package was opened, there had been a foreign matter on the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigational summary: an opened sample of product code vcpb841 was returned to ethicon inc for analysis. Upon initial inspection to the sample no external damages were observed on the packet. However, foreign matter that appear to silicone was observed on one of the needle. The product code is single armed and each packet contains eight strands. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.